Manufacturer narrative:
Concomitant medical products: model: 97712, pain stim implantable pulse generator; implanted: (B)(6) 2015, model: 3777-45, pain stim lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had received a neuro pain implantable pulse generator (ipg) for pain in their thumb. Several years later the patient received an implantable cardioverter defibrillator (ICD) implant. The patient reported that when they got the ICD implant they developed reflex sympathetic dystrophy syndrome (rsd) around the device unit and the patient reported it spread to their left arm and shoulder. The patient reported that the rsd has now spread to cover their upper torso and the patient has a lot of pain. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.